Manufacturer narrative:
This event was reported to the manufacturer through the persist registry as not related to the device, as the pacemaker was implanted postoperative the manufacturer requested the internal clinical review of this case. This event is being reported in a conservative manner as conduction disorder has been determined by medical judgment as related to the procedure but unknown if related to the device.

Event description:
On (B)(6) 2017 a crown prt 23mm was implanted via full-sternotomy. On (B)(6) 2017 the patient exhibited arrhythmias and conduction disorders-av block iii. A pacemaker was required postoperatively.

Manufacturer narrative:
This event was reported to the manufacturer through the persist registry. The manufacturer has received clarification after a monitoring visit that no pacemaker was implanted and that the event is not related to the device. Based on this information this case will be closed at this time and can be re-visited if further information becomes available.

Event description:
On 30th may 2017, the manufacturer received clarification that no permanent pacemaker was implanted. The site has reported the event as not device related.